Event description:
The plaintiff's attorney alleged that the decedent experienced a cerebrovascular and cardiovascular event in (B)(6) 2012 and subsequently expired on (B)(6), 2012 after the use of the product.

Manufacturer narrative:
(B)(4). Note: there are discrepancies as dates and symptoms provided for the reported event differ from the initially reported information. Further attempts to obtain clarification and specific information surrounding the event details will be made and submitted upon receipt accordingly. This is one of three device reports for this event. The MFR report numbers associated with this report are: 1225714-2013-03834, 1225714-2013-03835, 1225714-2013-03836, 1225714-2013-03837 and 2937457-2016-00506.

Event description:
Additional information received from the plaintiff's attorney alleged the patient experienced metabolic alkalosis and cardiac arrest approximately 2 months prior to the initially reported information and expiring approximately one week prior to the initially reported date.

Manufacturer narrative:
These events (cerebrovascular and cardiovascular) are of two events reported for the same pt involving two separate products: associated mdrs 1225714-2013-03834, 03835, 03836, 03837.